Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged in address "1c 03" on (B)(6) 2010. This type of por (power on reset) is considered low severity. The device should be able to fully recover after reset.

Event description:
It was reported that a power on reset (por) occurred. The device remains in use. No patient complications have been reported as a result of this event.